Event description:
It was reported patient lost therapy at an unknown time ,since she stopped charging the device. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new on. Reportedly, effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.